Event description:
Leaking catheter of same lot number leaking at connection site. Staff changed out 2 different j-tubes as possible cause. Staff assessed area of leaking and noticed it occurring right at connection of catheter hub. Changed catheter with different lot received from clc, leaking ceased. Oncology will use another gauge needle as able (ie: 20 gauge). Staff to use another lot as able. Staff aware to test for leakage prior to starting chemo if using same lot. No adverse outcome noted, normal saline was being administered to pt. (Previously, internally reported ((B)(6) 2019) the possibility of the same 22g catheter leaking at the hub in 5-cases with same lot number. No adverse events.) Could not solely verify it was the catheter (no product saved). Staff attempted to use same lot #22g catheter on this date and witnessed leaking at the hub of catheter. Product (leaking catheter and j-loop placed in bio-hazard bag) will be given to logistics. FDA safety report ID# (B)(4).